Event description:
It was reported to philips that the x-ray imaging was disabled due to an inverter failure on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power inverter unit and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).